Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse tried to replaced the o-ring, but the problem still continued. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The fse returned to the customer's site at a later date to continue the evaluation. The fse tested the iabp unit by replacing the gauge, but found that the helium was still leaking. The fse would return with spare parts. The fse returned to the customer's site at a later date and checked the fences at the joints and observed that some of the joints were leaking. The fse tightened and tested and observed that the leakage was not higher than factory specifications, but after awhile, the leak would exceed the value returned. The fse then returned to the customer's site at a later date and installed a new high pressure helium regulator assembly. Upon installation of the part, the fse observed that the leak did not exceed factory specifications. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information:(B)(6).

Event description:
N/a